Event description:
New information stated that the hv portion of the lead was capped due to low impedance and fracture.

Event description:
It was reported that the patient received multiple vf episodes with erratic rhythms. Review of the egms indicated possible rv lead fracture causing noise on the ventricular sense/pace channel. In 2009, the sense/pace portion of the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.